Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer started having severe high blood glucose since (B)(6). It was stated that they received a letter regarding the recall reservoirs, and the customer has been in the hospitalized with ketoacidosis for two days and three nights. No further information was provided.